Manufacturer narrative:
Follow-up #1: date of submission 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: the black box and alarm history show consecutive ¿cs054/cs052/cs012¿ slave communication error alarms on (B)(6) 2016. The battery compartment is cracked below the grip pad. Returned battery cap is undamaged and able to fit. No ¿cs052¿ alarm or any eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicate ¿cs052¿ complaint. Pump¿s cover was removed; no intermittent condition was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.